Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Three photographs and six unused samples were provided for evaluation. Samples were visually evaluated, and no defects were observed. All samples were also leak tested with passing results. Photographs were evaluated, and a proper evaluation could not be performed from the evidence in the photograph provided. Based on the evaluation results, the product met internal specifications. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description - chemo spill. Detailed inquiry description: rn think it was leaking from the green connection but could have been from the connection above it (further from the patient). Rn checked all connections before infusion, but it still leaked. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.